Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation the monitor failed to set up a baseline. The cause for the failure was isolated to no output on the u612 inverting charge pump on the computer/analog pca. The root cause for the no output on u612 could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that the monitor was unable to complete incoming functional testing.